Manufacturer narrative:
H6: correction- updated the annex a and c code. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: evaluation of the device determined that end of tool that attaches to handpiece/ drill broken/ fell out of tool. The likely cause was identified as possible misalignment of tang and wire which causes stem rubbing against the housing and fatigue failure in the stem. B3: date of notification: 2023-03-20 (date of event or estimated date of incident not provided to manufacturer). This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the tool scorched and broken when the attachment tip region generated heat, and an attempt was made to replace it with a backup of the same model disposable product. The lot that was in use is unknown. The heat generation continued even after replacing it with another lot 0220870759, so it was switched to using attachment, and there was no heat generation afterward. On follow-up it was reported that there were no patient or staff impact.